Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, it failed during the warm up period. During this time, it was reported that the patient was slurring his words so the patient's son brought him to the emergency room. At the ER, the patient's bg was checked and it was 1,028 mg/dl. The patient was moved to the intensive care unit. Because the sensor failed, the patient as not wearing the dexcom device at the hospital. The patient was treated with insulin. At some point during the event, the patient lost consciousness and does not recall waking up until (B)(6) 2023. The patient was discharged from the hospital on (B)(6) 2023 and their bg at that time was 157 mg/dl. At the time of the report, the patient was doing fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - e0131 speech disorder.